Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate readings of less than ¿1.1 mmol/l¿ (19.8 mg/dl) and more than ¿33.3 mmol/l¿ (599 mg/dl) compared to feeling. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information gathered on (B)(6) 2014. The patient manages his diabetes with the insulin pump. Approximately two weeks ago, the patient reportedly tested at more than ¿33.3 mmol/l¿ (599 mg/dl) and took 8.90 unit of humalog insulin. He reportedly did not develop any symptoms at the time of concern. Two days later, the patient reportedly obtained a blood glucose reading of ¿1.1 mmol/l¿ on the subject meter and administered self treatment with food and/or drink. Once again, the patient did not have any symptoms that would suggestive a serious injury during both incidents. The patient indicated that he usually has hypoglycemic symptoms for low readings and hyperglycemic symptoms for high readings. His usual blood glucose reading ranges from 5.0 to 10.0 mmol/l. During troubleshooting, the patient confirmed that the test strips were within the discard date. The unit of measurement was set correctly at the time of testing. This complaint is being reported due to the alleged inaccurate low issue. In a clinical setting, a reading of ¿1.1 mmol/l¿ will most likely cause a loss of consciousness. The patient was able administer self treatment with food/drink and did not have symptoms that would suggestive a serious injury. The lfs product was replaced and requested back for investigation. (B)(4)

Manufacturer narrative:
Follow-up # 1 ¿ (10/13/2014), the patient¿s meter and test strips have been returned on 9/8/2014 and 9/10/2014, respectively, and evaluated by lifescan product analysis on 10/4/2014 and 10/3/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.